Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, scratches found on lcd lens screen. The customer stated problem was duplicated. A cassette not attached properly error alarm emerged during the functional tests. Event history log was reviewed and the error was found multiple times. Mu showed a nonreactive and defective dso (downstream occlusion) sensor and it was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a smiths medical pump displayed a constant "cassette not attached properly. Reattach cassette" alarm (during testing). No adverse patient effects were reported.